Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: cougar; inflation: 20/20; sheath: 6 f ebu 4.0. Failure to seal the perforation (the reported leak) may be attributed to several factors including, but not limited to, stent graft foil damage, patient anatomical morphology, product size selection, deployment technique (non-central positioning of stent graft over perforation or inadequate overlapping), interference from previously deployed devices, or growth of perforation during deployment. The stent remains in the anatomy, and the product was not returned which may have aided in the investigation. It is possible that the stent was not positioned correctly in the anatomy to properly seal the perforation. However as this cannot be confirmed, a conclusive cause for the reported failure to seal the perforation cannot be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for leaks for this lot. Although a conclusive cause cannot be determined for the reported failure to seal and the reported patient effects, there does not appear to be any indication of a product quality deficiency. During manufacturing, all stent delivery systems (sds) are leak-tested and visually inspected for foil damage and proper placement. The second graftmaster stent, is being filed under a separate MFR number.

Event description:
It was reported that during a procedure in the mildly tortuous, mildly calcified, mid circumflex artery, a perforation was noted post non-abbott stent deployment. A 3.0 x 16 mm graftmaster was deployed at 14 atmosphere (atm) successfully; however, the perforation was not completely sealed. A second graftmaster was attempted but could not reach the distal perforation at the lesion. A 3.5 x 15 mm non-abbott stent was deployed distally and the balloon inflation held until the perforation was sealed. The patient was reported as stable throughout the procedure. There was no reported adverse patient sequela. The patient was reported in good condition post procedure. Though requested, no additional information was provided.